Event description:
It was reported in 2007 that testing confirmed that the device has malfunctioned, however the pt was still able to hear with her device. Additional information was received on approx one and a half months later, stating that since the weekend the pt has no longer worn her speech processor, due to the experience of pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.